Manufacturer narrative:
Additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 27mm aortic bioprosthetic valve implanted in the pulmonic position that required valve in valve intervention due to stenosis and regurgitation after an implant duration of approximately four (4) years, eight (8) months. The patient was implanted with a 26mm transcatheter valve. The patient remained hemodynamically stable throughout procedure. Patient is (B)(6).